Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the customer has said that the item/ box has a hole in it. The customer does not think the outer delivery box was damaged or that it could have been damaged in transit. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5770g. Device evaluation: the analysis results found that a cdh29a device was returned inside its original package. In addition, the secondary package was not returned. The packaging was visually inspected and no damaged was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Corrected data: date of the report: (B)(6) 2017. Date of event: month and year known, it is assumed 1st day of the month ((B)(6) 2017). Date received by manufacturer: 11/9/2017.